Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. G2: australia review of the most recent repair record identified the following related repair: the cutter failed the test cut due to blunt spots. Replacement is required to fully repair cutters. The cutter was returned to the customer without repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that at an unknown time user had attached ratchet handle incorrectly and is now jammed. No harm, or delay was reported. Due diligence information determined the handle stuck on the ratchet, and unable to be removed. The ratchet is able to perform the up/down ratcheting motion. The evaluation found the cutter failed the test cut. No further information is available at this time.